Manufacturer narrative:
This complaint will be updated once investigation is complete. Trend will be evaluated.

Event description:
Allegedly the patient was revised due to infection; adverse soft tissue reaction to particle debris. Revision njr number: (B)(6). Side: r. Primary asa: p3- incapacitating systemic disease.